Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be good physical condition. Device underwent delivery accuracy testing; unable to duplicate the reported customer complaint. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6 percent. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy testing (-8.80%). No adverse effects were reported.